Manufacturer narrative:
H2: correction to section e. The initial reporter's phone number has been corrected/updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they had not used their stimulator in quite some time because they were having issues with the implant for at least 2 years. Patient had been having a lot of pain where the lead stopped and now they had a lipoma where the leads stopped in their spine that they had pain in. Patient recently had breathing issues and had a biopsy done on their lung and it showed they had rare giant cells in their lungs which was due to a foreign object in their body. Patient assumed their body was rejecting the implanted device and they needed it taken out but had difficulty finding a hcp to do so. Patient service emailed patient physician listings. Pt called back to ask if lead is percutaneous or paddle. Consulted with ts and told pt the leads are percutaneous leads. An outbound call was made to the patient (pt). Agent asked clarifying question on the relation to the lipoma, breathing issues, lung biopsy, and giant cells in the lungs to the device/therapy. Patient reported they do not know what is going on, but reported those issues are being attributed to the patient¿s body rejecting a foreign body. The implant is the only foreign body in the patient so that leads them to believe it is the implant, unknown if allergic. Pt reported having issues (declined to elaborate) and reported they are not using the device anymore. Patient thinks they just need the device removed. Agent asked to clarify, and patient reported they do plan on having the implant removed, but a date has not yet been scheduled. Patient clarified the device will be removed as they think once it is removed their issues will resolve. Patient declined to provide any healthcare provider contact information. Patient declined further assistance, and noted they will call pats if needed.